Event description:
The pmta applicator was placed percutaneously into the target liver tissue. The ablation procedure parameters were set at 160watts for 6 mins. The procedure commenced as expected for a duration of 4 mins at which time the system alarmed and the procedure terminated. When the applicator was removed from the target tissue, approx two thirds of the ceramic tip of the applicator was missing. Subsequent CT imaging indicated the presence of the detached ceramic tip within the target tissue.

Manufacturer narrative:
Device x-rayed.